Manufacturer narrative:
(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with the rotation tab bent. The sample appears used as there is biological material present on the device. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip was able to load properly into the jaws and was successfully applied to over-stressed surgical tubing. It was observed that there was no clip in the next position. No clip fired on the next attempt and the following clip was protruding from the channel. Another attempt was made , and a double feed occurred. The second clip which was closed caused the rotation tab to bend severely and became stuck in it. The sample was disassembled to inspect the internal components. It was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. It was also observed that the bottom jaw did not have the correct surface finish. R & d was consulted and since this is a cosmetic issue, it does not affect the functionality of the device. The sample was received with 8 clips remaining in the channel, indicating that 7 clips were fired by the end user. The clip stacking prevented the clips from loading properly into the jaws. It could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The reported complaint of "clips not loaded properly" was confirmed based upon the sample received. One device was returned with the rotation tab bent. Upon functional inspection, the first clip fired properly. No clip fired on the next attempt as there was no clip in the next position. The following clip was protruding from the channel. Another attempt was made, and a double feed occurred. The second clip which was closed caused the rotation tab to bend severely and became stuck in it. The sample was disassembled , and it was found that the clips were out of position and stacking on one another. The proximal end of the feeder was bent due to the clip stacking. It was also observed that the bottom jaw did not have the correct surface finish. This is a cosmetic issue, it does not affect the functionality of the device. The clip stacking prevented the clips from loading properly into the jaws. The clip stacking also caused the clips to break in the channel. Although the reported complaint issue was confirmed based on functional testing, it could not be determined exactly how or when the clips came out of position. A CAPA has been opened to further investigate this issue.

Event description:
It was reported that during a laparoscopic colectomy, the first clip did not come out to the jaws smoothly at loading. The user managed to load it, however, it did not open in the abdominal cavity so that the device was replaced with a new one. The same issue occurred to the replaced one. The operation was completed with the third device. No clip fell in the patient.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73l1800543. Investigation did not show issues related to the complaint. The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that during a laparoscopic colectomy, the first clip did not come out to the jaws smoothly at loading. The user managed to load it, however, it did not open in the abdominal cavity so that the device was replaced with a new one. The same issue occurred to the replaced one. The operation was completed with the third device. No clip fell in the patient.